Event description:
Manufacturer review of vns programming history identified that high lead impedance was first noted on (B)(6)2006, with a dcdc code of 7 and output status of 'limit'. High lead impedance was also noted on (B)(6)2008, with a dcdc code of 6 and 'ok' output status. High impedance was further noted on (B)(6)2009 with 'ok' output status and a dcdc code of 4. Attempts for further information from the attending physician are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.